Event description:
Surgeon reported the patient with history of knee replacement had an intratrochanteric fracture which had to be treated with a 14 hole dcp plate with cables, implantation took place in 2003. Patient complained post-operatively of pain and x-ray confirmed that a 1.7mm cable with crimp 750mm sterile had snapped requiring surgical intervention the following month to replace the cable. Patient is diabetic.